Event description:
It was reported that malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Customer reverted to an alternate method of insulin delivery. Customer reported a blood glucose level of 146 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Malfunction was verified. Settings issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.